Event description:
It was reported that the patient underwent a full revision due to high impedance. Suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.